Event description:
It was reported that customer received excessive no delivery alarms. Customer's blood glucose was unknown. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime, and insulin did exit. Customer was advised that site may have been occluded. Customer was advised to change infusion set. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.